Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepanies. A system interconnection flex cable and the processor/bridge/pace (pbp) board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.